Event description:
It was reported that the device battery voltage was low and premature depletion is suspected. The impedance on the ventricular lead measured under 100 ohms and no telemetry was detected. Device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed, it was found there was leakage in the tantalum capacitor. The confirmed high current drain condition was due to excess leakage current internal to the battery filter capacitor.